Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).

Event description:
A surgical coordinator reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The lens is still in position, as intended. Additional information was received from the surgeon, who indicated that the preoperative keratometry readings were not consistent.